Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0nbf7, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient went to the ER after being found on the floor after a fall that occurred on (B)(6) 2015. The patient was a resident in a nursing home. The patient was getting pain at the implantable neurostimulator (ins) site and had visible spasm in the area of the ins pocket that occurred about every 30 seconds. They were unable to turn stimulation off. Using the patient programmer, the hcp confirmed that stimulation was off. They had also already turned stimulation down to 0v in the active program, but the patient was still getting discomfort. The patient had urinated twice in the past 10 minutes. The patient had a loss of therapy, discomfort at the stimulator site, and muscle spasms that were due to a sudden change in symptoms. The diagnostics performed was device interrogation. The action taken to resolve the event was that the device was turned off. The cause of the event was not determined. The indication for use for this patient was gastrointestinal/pelvic floor.